Event description:
The customer reported that the device failed to deliver energy during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to deliver energy during use. No adverse pt impact was reported. The faxed strips were reviewed by philips. The event summary showed that the no shock delivered (nsd). This message is given when there is pt impedance outside of the specified limits (25-180 ohms, mrx ed. 7). In 2008, philips evaluated the device and there is no info that supports a malfunction occurred. There was no malfunction of the device. The device was working as designed and intended.